Event description:
It was reported that the patient was currently being seen for new shortness of breath and had a large burden of pulsatility index (pi) events (some stacked on top of another). Of note, the patient had a known outflow graft stenosis. Log files were sent for graphic trend and because the patient reported they noted their speed all the way down to 4200 rpms last week (although this was not corroborated within the device interrogation or the system controller alarm review). The event log file no longer contained data from last week. In the available log file data, there were no speed drops below the low-speed limit. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The pump parameters did not appear to be affected by the outflow graft stenosis at this time. The cause of the shortness of breath was unknown, and it was stated that the speed drop was not confirmed on log files. The patient was being diuresed as necessary. Outflow graft stenosis covered in MFR 2916596-2019-00279.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, the reported speed changes were unable to be confirmed via the submitted log files. A specific cause for the reported events could not be conclusively determined. Review of the submitted log files captured the pump operating as intended at the stored patient speed. Of note, the controller event log file contained events on 05aug2025; there was no controller event data available from the week prior. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters including pump speed and pulsatility index (pi). Section 1 also explains that heartmate 3 employs a feature called artificial pulse; although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 revolutions per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 of the IFU, ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. Furthermore, there are no audible alarms with a pi event. Furthermore, the patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.